Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date are unknown. The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified during peritoneal dialysis (pd) therapy. No additional information is available.